Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the defibrillation threshold test (dft) failed. A second dft was then performed and was successful. A third dft was performed and again failed. It was noted that the electrode appeared to be in good position. The s-ICD was flush with the ribs. The physician decided to move the s-ICD slightly superiorly. A dft was successfully performed in the new position. The s-ICD was successfully implanted. No additional patient adverse events were reported.